Manufacturer narrative:
On (B)(6) 2019, a crack was detected at a corner of the box lock during final product inspection of a manufacturing lot of gemini clamps #ai 535-23-51. Approximately 25% of the lot was affected by the nonconformity. The subsequent CAPA investigation identified the cause as a manufacturing issue, which could potentially have affected two additional manufacturing lots placed in commercial distribution before may 13, 2019. Recall #z-2435-2019 was initiated on july 1, 2019. On october 29, 2019, inspection of product returned within the scope of the recall confirmed that nonconforming product had been distributed. Recall activities are ongoing. The nonconformity does not resut in risk to patient and normal functioning of the device is not impaired. However, after multiple cleaning and sterilization cycles the nonconformity may produce an increased risk of corrosion, weakening the instrument and resulting in premature need for replacement and/or breakage of the instrument.

Event description:
A crack at the box lock corner of the clamp may in time -after multiple cleaning and sterilization cycles-- produce an increased risk of corrosion, weakening the instrument and resulting in premature need for replacement and/or breakage of the instrument.